Manufacturer narrative:
D10. Concomitants: 300-30-06 - equinoxe preserve stem 6mm. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-06-42 - glenosphere 42mm. 320-15-03 - rs glenoid plate l post aug, 8 deg, left.

Event description:
It was reported via clinical study that the 61 yo male patient experienced disassociation of polyethylene. While patient was performing therapy, he felt a pop (poly failure). The date of event onset is on (B)(6) 2023. The patient was revised on (B)(6) 2023. The outcome was last known as resolved.